Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007; inratio: 1.4; lab: 7.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 1.4; lab: 7.9; mean: 4.65; confidence limits: 2.6 - 6.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are not within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Patient had a recent episode of arterial embolism. Patient is taking lovenox along with his oral dose of warfarin. This case qualifies as an adverse event. The patient was hospitalized, vitamin k was given and patient had bloody nose and hematouria. Adverse event follow up: the patient was sent home, the nose bleed has stopped, the urine still has slight pink tinge.